Event description:
Pt became ill during breakfast with family while on a cruise ship and was taken to the nearest medical facility. Pt had become dizzy and nauseated. They were taken by ambulance to the medical facility listed when the ship docked approximately 1 1/2 hours after onset of illness at breakfast. Pt died from respiratory failure at midnight. On the ship, family was told pt's pacemaker was not working. When family informed them it started pacing at 70, they didn't say anything further. At the clinic five minutes before pt died, the doctor who was the director of the clinic, told family pt's pacemaker was not working. Family told him "it's new". He said, "I know." On the death certificate it is listed as a probable cause along with respiratory failure.